Event description:
A surgeon reported that a system message displayed after the incision had been made for a vitrectomy procedure. The surgeon tried rebooting many times but the issue was not resolved. Corneal opacity and eye inflammation occurred as the incision was kept open until an alternative machine arrived. The procedure was able to completed. The patient's current condition is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).